Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. The observed issue is consistent with electrostatic discharge damage.